Event description:
It was reported that the lead was dislodged at implant. The lead was repositioned and the impedance threshold was high. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present in/on the distal conductor and helix mechanism.